Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a itchy, wet rash under the lifevest. It was reported that the patient sweats a lot. The patient's physician gave the patient an injection. It was reported that the patient was not sure what was injected but that the irritation no longer itched. The patient's skin was still reportedly red but no longer was itching.